Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via email phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm, pump error 130 alarm noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests and were listed in the daily history screen properly. The insulin icon on the display showed a full level during testing and gradually decreased after several test bolus were programmed and delivered. No display anomaly noted. The motor was tested outside of the device and passed. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.